Event description:
N/a.

Manufacturer narrative:
The product was returned with the membrane completely unfolded and blood on the exterior and interior of the catheter. The sheath was returned over the membrane. Two kinks were observed on the catheter approximately 76.2 cm and 75.7cm from the iab tip. The extender tubing was also returned. The optical fiber was found to be broken approximately 61.5cm from the iab tip. The optical fiber was found to be broken, confirming the reported problem. We are unable to determine when this may have occurred. A lot history record review was completed for the reported product. No nonconformances were found that are considered to be related to the event. Reference complaint #: (B)(4).

Event description:
It was reported that the day after initiating intra-aortic balloon (iab) therapy, a fiber optic sensor failure occurred. All attempts at regaining the fiber optic (fo) signal were unsuccessful. The getinge representative guided the customer in obtaining and zeroing the transduced inner lumen arterial pressure (ap) waveform. Therapy was continued as expected. There was no patient harm or adverse event reported.

Manufacturer narrative:
The device has not been returned to the manufacturer so we are unable to complete an evaluation. If provided we will send a supplemental report with our additional findings. Complaint record ID # (B)(4).